Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient¿s mother stated the incision site started to look puffy on (B)(6) 2013. A wound revision was performed on (B)(6) 2013. The mother stated they would like the pump replaced at the time of the wound revision to avoid another surgery in the near future. The eri date was 16 months. Symptoms included drainage, erosion, and incisional wound opening at the device pocket. The medication infused was gablofen. Please see manufacturer¿s report # 3004209178-2013-19033 for information regarding the patient¿s device pocket infection that occurred on (B)(6) 2013, resulting in a system explant.